Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device: unknown') in an adult female patient who had essure (batch no. 898933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho cyclen. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with amitriptyline and surgery (tubal ligation, bilateral salpingectomy - both tubes & left coil were removed on (B)(6) 2013). At the time of the report, the fallopian tube perforation, female sexual dysfunction, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the migraine, dysmenorrhoea, fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device: unknown') in an adult female patient who had essure (batch no. 898933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho cyclen. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with amitriptyline and surgery (tubal ligation, bilateral salpingectomy - both tubes & left coil were removed on (B)(6) 2013). At the time of the report, the fallopian tube perforation, female sexual dysfunction, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the migraine, dysmenorrhoea, fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs was received. Event injury nos was updated to migration of essure device: unknown, fallopian tube perforation, apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and lower abdominal pain. New reporter information, treatment and historical drug, patient details adn lab data were added. Lot number added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.